Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted.

Event description:
Un-reporting since the event is capsular contracture baker grade ii.

Event description:
Healthcare professional reported left side rupture. Later reported implant intact and capsular contracture, baker grade ii. Device has been explanted with complete capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 12/feb/2024. Additional, changed, and/or corrected data: b5.